Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing, stall due to gear-pinion. (B)(4).

Event description:
Additional information was received and it was reported that the pump had repeated motor stalls. The patient experienced underdose symptoms related to the event. The pump was replaced. The patient status was reported as ¿alive-no injury¿.

Event description:
It was reported that the patient started hearing the pump alarm on monday ((B)(6) 2014). On (B)(6) 2014, telemetry showed motor stall occurred on (B)(6) 2014 and it had a stopped pump period may exceed tube set dated (B)(6) 2014. The pump had not recovered. The patient had not had an MRI. The patient went into the ER (emergency room) on tuesday for another issue, but then also said his symptoms (which included chest pain, nausea, vomiting and diarrhea), could be related to him not getting drug from the pump. The pump was programmed to minimum rate mode until they could make a decision about the next steps for the patient. The device system had previously been programmed to deliver morphine (30 mg/ml at 11 mg/day) and clonidine (500 mcg/ml at 185 mcg/day). It was later reported that the patient was admitted with chest pain, dyspnea and weakness that started the morning of (B)(6) 2014. He was admitted for cardiopulmonary monitoring and was later transferred to the ICU (intensive care unit) for continued observation. As of (B)(6) 2014, the patient still had chest pain and stated that it hurt to take a deep breath. The patient felt more comfortable with the head of the bed slightly elevated. The patient¿s pain level was an 8/10 in his back mostly, but also in his chest at intervals. The patient was also noted to have an altered mental status, abdominal pain, respiratory alkalosis, systemic inflammatory response syndrome (sirs), and sleep-related neurogenic tachypnea. The patient¿s oral morphine was increased. The patient expressed a desire to have the pump replaced as the oral pain medication was not controlling his pain as well. The pump only had the one motor stall which had not recovered as of (B)(6) 2014. The cause of the stall was unknown. The issue was still ongoing and the patient continued to have chronic back pain. It was noted that the patient¿s symptoms resolved after the recent hospital admission. The pump was scheduled to be replaced in (B)(6).